Manufacturer narrative:
Additional information was received on 11/5/2019. The impacted product was a mentor smooth round moderate profile 525cc saline prosthesis. Section d has been updated with all available information. A manufacturing record evaluation (mre) was performed for the finished device number 6833498, and no non-conformances related to the reported complaint were identified. Concomitant product: mentor smooth round moderate profile 525cc saline prosthesis, catalog #3501685, lot #6827009. The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis fan on 12/4/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. During visual evaluation a missing valve measuring approximately 1.0 cm x 0.9 cm was noted. Microscopic examination was performed and evidence of instrument damage was not observed. No other anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced left sided deflation with no trauma post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate plus profile 600cc saline prostheses was performed on (B)(6) 2019.